Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient lives in a nursing home and noticed sensor errors throughout the day. Her bg values according to the glucometer were low between 50-70 mg/dl. In the evening, she went to sleep, and when the nurse on duty checked her, she was unconscious and the cgm displayed a sensor error. A subsequent bg finger stick value was around 40 mg/dl and she was transported to the hospital. She did not remember details of the treatment she received. After 2-3 days she was discharged back to the nursing home in stable condition. Her physician advised her to stop taking diabetes medication (novalog) which may have caused her low glucose levels. At the time of the report, the patient's glucose levels were stable. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.